Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
Olympus reviewed the following literature: "fracture of a probe tip of the ultrasonic laparoscopic coagurating shears during laparoscopic uterine fibroid enucleation in which fallen debris was recovered -a case report". Literature summary: ultrasonic laparoscopic coagulating shears (lcs) are surgical instruments that can perform coagulation and incision at the same time by ultrasonic vibration and are often used in laparoscopic surgery. Since a large force is applied to the tip of the probe, the probe can break depending on the usage conditions. A 43-year-old woman underwent laparoscopic uterine myomectomy due to uterine fibroids. Lcs became an error mode at the time of making a longitudinal incision in the muscularis layer of the posterior wall of the uterus and became unusable. Fracture of the probe tip was confirmed. Although the part of the probe was searched in the surgical field and the extracorporeal area, it could not be found. It was eventually found by using an intraoperative x-ray and could be removed outside the body. Postoperative investigation pointed out a small damage that coincided with the fractured part. It might be the cause of the fracture. We present some precautions for using the lcs and those for collecting the fallen debris, with a review of the literature. Type of adverse events/number of patients: the tip of the probe partially broke off and fell out into the patient's abdominal cavity n=1. Since the literature described "sonosurg curve scissors (olympus medical systems)", we selected "sonosurg scissors t3795" as a representative product.

Manufacturer narrative:
This supplement is being reported to correct the initial mfg report 9614641 - 2022 - 00024. It was submitted in error and identified as a duplicate report. The event was originally reported in december 2015 as MDR mfg report 8010047-2015-01325.